Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in to report the insulin pump alarmed motor position encoder error. The customer's blood glucose level was unknown. The customer stated they had an MRI done earlier, but the device was not worn during the MRI. The customer was advised to discontinue using the insulin pump and to revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.

Manufacturer narrative:
The pump was received with normal operating currents, and passed the unexpected restart error and self tests. The pump seated without the reservoir at the beginning of the displacement test due to a problem isolated to the motor. Unable to perform the displacement test due to the unexpected seating during testing. The pump gave a motion sensor test failure alarm during the rewind, and motor position encoder error alarms were found at the alarm history file due to an out of phase motor encoder signal. Unable to perform the displacement, rewind, basic occlusion, occlusion, prime or excessive no delivery tests, or verify the motor error alarms due to the motion sensor alarms. The pump was received with a cracked reservoir tube lip, a cracked case at the display window corner, minor scratches on the lcd window, and a scratched reservoir tube window.